Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: cramping') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2006 to (B)(6) 2011. Concurrent conditions included premenstrual syndrome, menometrorrhagia, endometriosis externa and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have teratoma ("tumor / teratoma / cancer type: teratoma"). The patient was treated with surgery (laparoscopic davinci robot assisted hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and teratoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, teratoma and vaginal haemorrhage to be related to essure. The reporter commented: fu: (B)(6) 2019, essure insertion date: (B)(6) 2011 (sic). Insertion detail: bilateral tubal ostia seen in cavity, essure device place easily in bilateral ostia, coils left in cavity on right: 8 , coils left in cavity on left: 7. Iud removed intact prior to essure placement. Essure confirmation test done: result unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, lower abdominal pain, dyspareunia." Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Events added from pfs- tumor / teratoma / cancer type: teratoma. Outcome of event abdominal pain were updated. Onset date of historical drug were updated. Onset date of event vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia were updated. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain: cramping") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included premenstrual syndrome, menometrorrhagia, endometriosis externa and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic davinci robot assisted hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: fu: (B)(6) 2019, essure insertion date: (B)(6) 2011 (sic). Insertion detail: bilateral tubal ostia seen in cavity, essure device place easily in bilateral ostia, coils left in cavity on right: 8 , coils left in cavity on left: 7. Iud removed intact prior to essure placement. Essure confirmation test done: result unknown. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, lower abdominal pain, dyspareunia." Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received : case has been updated as incident. Per plaintiff fact sheet: unspecified event: injury was updated to more specific events: pain: cramping, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abdominal pain were added. Reporter information was added. Patient demographics and other details were updated. Her historical medication/condition and concurrent was added. Essure indication was amended. Essure removal date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.